Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm maybe used after the angio-seal device has been placed.

Event description:
It was reported that an angio-seal was deployed without incident post iliac stenting. Two days later, the pt had a hematoma. An ultrasound revealed a pseudoaneurysm. Two days later, the pt had a thrombin injection to resolve the pseudoaneurysm.